Event description:
The customer called to report that he was hospitalized for low blood glucose levels. Prior to the event, the customer was found unconscious by his wife, and she gave him a glucagon injection. The customer's blood glucose reading was 71 mg/dl by the time the paramedics arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test, and the reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.